Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer called stating various tampons in the box had no string. No injury was reported.